Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose level of 35 mg/dl; due to requiring a settings adjustment. Customer consumed carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, customer reverted to an alternate method of insulin therapy.